Event description:
The drug delivery pump had been programmed for a morphine concentration of 5.0mcg/ml delivering a daily dose of 0.240mcg/day; however, on 2015-(B)(6), the pharmacy notified the account that the concentration of morphine being delivered was 5.0mg/ml. There were no patient symptoms or complications that occurred with this event. At the time of report, there was no patient injury. No action had yet been taken, but the plan was to correct the drug concentration by the refill and reprogramming on 2015-(B)(6). The intervention had yet to be performed and the outcome was not yet reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that changes were made to the patient¿s prescription during the office visit on (B)(6) 2015. It was unknown what other medications the patient was taking at thetime of the event. It was estimated that the patient had the incorrect drug concentration programmed for 3-4 years. The patient remained symptom free until the refill. After the prescription was change, the issue was stated to be resolved. There were no complaints from the patient and they were receiving effective therapy.